Manufacturer narrative:
(B) (4). There is a known malfunction with the precision link software that can lead to incorrect trending of results. This occurs when results obtained on a meter with incorrect date and time are uploaded to a computer with precision link software. Customers and retailers have been notified through the adc fa21dec2006 letter.

Event description:
A customer reported to be a user of the precision link data management system. When the data was downloaded from their precision xtra blood glucose meter, the results displayed the date information in the incorrect date format. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). There is a known malfunction with the precision link software that can lead to incorrect trending of results. This occurs when results obtained on a meter with incorrect date and time are uploaded to a computer with precision link software. Customers and retailers have been notified through the adc fa21dec2006 letter.